Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had hypertension thought to be related to the gastrointestinal bleed (gib). The patient was treated with a short acting octreotide and was reported to have recovered from the gib.

Event description:
It was further reported that the patient was admitted for nausea and vomiting and poor p.o. Intake which was suspected to be related to thier recent octreotide dose. The patient received intravenous (IV) fluids, antiemetics and bowel regimen.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: the ventricular assist device (vad) (B)(6)was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient was admitted due to experiencing melena, weakness and gastrointestinal bleeding of an unknown cause. The patient received a transfusion of packed red blood cells, their subsequent hemoglobin levels were 7.3 mg/dl, and the ventricular assist device (vad) parameters were stable. The patient underwent a capsule study; however, the capsule did not exit the stomach and was unsuccessful. Additional information received from the site indicated that an endoscopy was negative for active bleeding and showed two non-bleeding angioectasias, and a small bowel enteroscopy was also negative. The patient's international normalized ratio (inr) goal was lowered to 1.5-2. Approximately one month later, the patient was readmitted due to experiencing anemia and a drop in hemoglobin levels associated with a suspected gastrointestinal bleed (gib). A capsule study was negative and the patient received iron replenishment, two units of packed red blood cells (prbc) and octreotide. It was further re ported that the patient was readmitted with melena, and fatigue. Their hemoglobin levels were 8.5 mg/dl on admission. The patient was given three units of prbcs and intravenous (IV) fluid. The patient underwent a capsule study and showed bleeding in small bowel. The patient had hypertension thought to be related to the gastrointestinal bleed (gib). The patient was treated with a short acting octreotide and was reported to have recovered from the gib. Additionally the patient was admitted for nausea and vomiting and poor p.o. Intake which was suspected to be related to thier recent octreotide dose. The patient received intravenous (IV) fluids, antiemetics and bowel regimen. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, gastrointestinal bleeding and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient was admitted due to experiencing melena, weakness and gastrointestinal bleeding of an unknown cause. The patient received a transfusion of packed red blood cells, their subsequent hemoglobin levels were 7.3 mg/dl, and the ventricular assist device (vad) parameters were stable. The patient underwent a capsule study; however, the capsule did not exit the stomach and was unsuccessful. Additional information received from the site indicated that an endoscopy was negative for active bleeding and showed two non-bleeding angio ectasias, and a small bowel enteroscopy was also negative. The patient's international normalized ratio (inr) goal was lowered to 1.5-2. Approximately one month later, the patient was readmitted due to experiencing anemia and a drop in hemoglobin levels associated with a suspected gastrointestinal bleed (gib). A capsule study was negative and the patient received iron replenishment, two units of packed red blood cells (prbc) and octreotide. It was further reported that the patient was readmitted with melena, and fatigue. Their hemoglobin levels were 8.5 mg/dl on admission. The patient was given three units of prbcs and intravenous (IV) fluid. The patient underwent a capsule study and showed bleeding in small bowel. The patient had hypertension thought to be related to the gastrointestinal bleed (gib). The patient was treated with a short acting octreotide and was reported to have recovered from the gib. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, gastrointestinal bleeding and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the vad instructions for use, gastrointestinal bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Event description and patient codes were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was readmitted with melena, fatigue, and low flow alarms. Their hemoglobin levels were 8.5 mg/dl on admission. The patient was given three units of prbcs and intravenous (IV) fluid. The patient underwent a capsule study and showed bleeding in small bowel.

Manufacturer narrative:
This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing melena, weakness and gastrointestinal bleeding of an unknown cause. The patient received a transfusion of packed red blood cells, their subsequent hemoglobin levels were 7.3 mg/dl, and the ventricular assist device (vad) parameters were stable. The patient underwent a capsule study; however, the capsule did not exit the stomach and was unsuccessful. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that an endoscopy was negative for active bleeding and showed two non-bleeding angioectasias, and a small bowel enteroscopy was also negative. The patient's international normalized ratio (inr) goal was lowered to 1.5-2. Approximately one month later, the patient was readmitted due to experiencing anemia and a drop in hemoglobin levels associated with a suspected gastrointestinal bleed (gib). A capsule study was negative and the patient received iron replenishment, two units of packed red blood cells (prbc) and octreotide. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an endoscopy was negative for active bleeding and showed two non-bleeding angioectasias, and a small bowel enteroscopy was also negative. The patient's international normalized ratio (inr) goal was lowered to 1.5-2. Approximately one month later, the patient was readmitted due to experiencing anemia and a drop in hemoglobin levels associated with a suspected gastrointestinal bleed (gib). A capsule study was negative and the patient received iron replenishment, two units of packed red blood cells (prbc) and octreotide.